Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an alarm and blood was seen in the gas line. The physician was notified. The patient was taken to the operating room (or) for removed and new iab insertion. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an alarm and blood was seen in the gas line. The physician was notified. The patient was taken to the operating room(or) for removed and new iab insertion. There was no reported injury to the patient.